Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was between approximately 272-600 mg/dl with mild ketones. Customer experienced weakness in the legs and required intervention from guardian who administered a manual correction injection to address high bg.